Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) can't show special activation main menu. Found before use and no patient involvement.

Manufacturer narrative:
Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d4(unique identifier (UDI) #), d8, d9, g1, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse test for switch to service mode. The fse can¿t reproduce the problem. Safety leakage test passed in service mode. Functional check according factory specifications. Return machine to customer for clinical use.